Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
Further information was requested, but not yet available.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
New information received indicating that the patient presented for procedure. The device was explanted and replaced on (B)(6) 2022.

Event description:
New information received indicating that the patient was stable throughout the procedure.